Event description:
During procedure, cryo tech and doctor noticed frost on the shaft. Turned machine off immediately, removed probe and replaced with another probe. No complications due to the fact that the issue was noticed and corrected immediately.

Manufacturer narrative:
No injury to patient reported. Procedure immediately stopped and probe removed. Probe received for evaluation. Investigation confirmed the reported issue of shaft frosting. Frosting was due to a vacuum failure.